Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease particles wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d1, d4, h6.